Event description:
During a ptca/ stenting treatment procedure, the maverick2 monorail 15x1.5 mm balloon ruptured at six atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in a very tortuous left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access, a mach1 guide catheter and a 12g miracle .014 guide wire to cross the lesion. The maverick2 monorail balloon was being used to pre-dilate the lesion for placement of a cypher stent. The maverick2 monorail balloon was removed, and a sprinter 6 x 1.5mm balloon then a kongo 15x3mm balloon were used to complete pre-dilatation. The procedure was successful, and no pt injuries or complications were reported. Pt status is reported as 'fine'.